Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated the "clinic told him the pacemaker was missing a lead or not picking it up." It was also reported that the patient has lost confidence in the doctor and is seeking a new doctor. The pacemaker remains in use. No patient complications have been reported as a result of this event.